Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Upon further inspection of the white powdery foreign material, it was identified as organic silicone. Organic silicone is not a component derived from the endoscope but from a drug, such as a defoaming agent. It is likely, the foreign material attached to the nozzle opening due to air or water being blown or pumped into it, which then attached to the surface of the objective lens. The material then likely remained adhered to the surface due to insufficient preliminary cleaning and rinsing of the internal channels as well as insufficient drying due to the buttons not being removed when storing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the gastrointestinal videoscope exhibited foreign objects at the nozzle opening of the air/water supply as well as attached to the distal end including the objective lens surface. There was no patient involvement.